Event description:
The patient reported that 24 hours after implant on (B)(6) 2016, she had to go back to the hospital because her body was rejecting the implant. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.